Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer experienced stiff occlusion on the roller pump (pump jam). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.